Manufacturer narrative:
Continuation of d10: product ID (B)(4), lot# va2c2xd, implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulation s 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp clarified that the statement "not functioning" referred to the lead migration leading to malfunction and not keeping charged.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the previous implant was replaced because it was not functioning. They stated that the leads had shifted out and they initially went in for a lead change but ended up getting a different device. Patient said that they had the micro that was rechargeable and they were charging it every other day. Agent asked the patient when they first noticed that the battery was dying quickly and the patient said that it's never functioned properly since they got it. Patient mentioned that they were always changing programs and trying to find one that worked and it just wasn't working.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a133 (lot: va2c2xd); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978a133, lot# va2c2xd, implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported repeated info about the lead migrating, stating that the lead had migrated deep to the foramen and the battery lost charge frequently due to an increased need for increasing intensity. The cause of the device not functioning was determined to be the lead migration and the cause of the battery draining rapidly was due to increasing intensity leading to running the battery faster. The device was discarded.